Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set underinfused. The expected infusion time was twenty minutes, however the actual infusion time was twenty-eight minutes. There was a visible amount of drug that remained after the infusion completed. The remaining volume was infused over eight additional minutes. This was discovered during patient infusion with bevacizimab. The spectrum pump was programmed properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.